Event description:
It was reported during the implant of new ra lead there was a header anomaly that prevented insertion of new lead. The ICD was explanted and replaced. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to insert the lead into the header was confirmed in the laboratory. Visual inspection noted debris in the atrium is-1 ring spring contact preventing the spring from compressing.